Event description:
The customer reported to beckman coulter (bec) that a few ml of fluid described as isoton had leaked from the coulter hmx hematology analyzer with autoloader while running a morning start up. The leak was contained within the instrument. A diluent comparison out of limits error was also reported. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this incident. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a leak from I-beam tubing through pinch valve (pv49). The fse replaced the tubing, resolving the leak. The failure mode identified was related to worn pinch valve (pv49) I-beam tubing. However, a diluent comparison out of limits error was recovered, alerting the operator to an instrument problem. Beckman internal number for this report is (B)(4).